Event description:
Same pt as MFR report # 3005099803-2008-04342. Retrospective and prospective chart review and analysis of endoscopic treatment by bilary stents. It was reported that approx 3 years post an rx wallstent permalume 10mm x 40mm, it was noted that the stent had migrated. It was not known if the stent had been removed. The pt's status is unk.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of complaints reported for this product family found a neutral trend for the period of may 2008 to july 2008.